Event description:
It was reported that during an implant procedure to add an additional lead, it was noticed under fluoroscopy that the right atrial (ra) lead had insufficient slack. The ra lead was repositioned and remains in use. It was noted that the patient is part of the system longevity clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.